Event description:
It was reported by service report that the broken bumper channel was exposing sharp edges. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Bumper channel.